Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant product: product ID: 4076-45, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that during an left ventricular (lv) lead implant attempt, the lead failed to capture at high outputs. The physician was able to capture the heart in a similar position using remington clips directly to the heart and felt that there was a lead issue. It was noted that the presence of epicardial fatty tissue could have contributed to the inability to capture the heart. The lead was not implanted. No patient complications have been reported as a result of this event.